Manufacturer narrative:
(B)(4). Date sent: 2/26/2024 d4: batch # 736a66 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned unfired with the reload pan partially dislodged from the right proximal side. In addition, 1 double driver missing and with an open package, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 736a66, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2024. D4: batch # 736a66.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when reloading, the nurse found that the tenon at the end of the reload was loose. There was no patient consequence.